Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9811 apollo probe fell apart inside the joint space. This was discovered during a case and fell apart inside the joint space. After five introductions into the knee joint, the sending electrode detached from the end of the probe. Upon seeing this arthroscopically, the surgeon pulled the probe out with the electrode dangling off the end of the probe.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided. Review of this complaint confirmed the event summary code selection. The complaint is confirmed. The probable cause of the event is a supplier/manufacturing related issue. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per wi-000100100.